Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of thrombosis is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified and 100% stenosed proximal left anterior descending artery. On (B)(6) 2015, the patient presented with an acute myocardial infarction and a 2.5 x 15 mm xience alpine stent was implanted. On (B)(6) 2015, the patient presented without symptoms, where intravascular ultrasound (ivus) confirmed in-stent thrombosis. Pre-dilatation was performed with a 2.0 x 15 mm non-abbott balloon catheter, and a 3.0 x 38 mm xience alpine stent was implanted. Post-dilatation was performed with a 3.5 x 12 mm non-abbott balloon catheter. The patient was discharged from the hospital on (B)(4) 2015. It was confirmed the patient was compliant with dual antiplatelet therapy (dapt). No additional information was provided.